Event description:
Report received indicated the pt experienced bleeding on the stoma and in scattered locations around the stoma. Condition was experienced for ten days prior to complaint receipt. Pt has used the product for two years. Pt cleanses with water, then applies medicated prescribed power and uses protective barrier wipes. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk.